Manufacturer narrative:
The manufacturer previously reported a evergo oxygen concentrator allegedly emitted noise and stopped producing oxygen. The patient was admitted to the hospital for hypoxia. Repeated attempts to have the device returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information alleging an evergo oxygen concentrator emitted noise and stopped producing oxygen. The patient was admitted to the hospital for hypoxia. The device has yet to be returned to the manufacturer for investigation. A follow up report will be submitted when the manufacturer has completed the investigation.